Manufacturer narrative:
Product analysis: the product will not be returned for analysis. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, a pre-implant balloon aortic valvuloplasty (bav) was performed to dilate the tri-leaflet, functionally bicuspid native annulus. During the first attempt at valve deployment, the valve was severely constrained. Subsequently, the valve was recaptured and another bav was performed with a larger balloon. The valve was re-positioned at a depth of 3-4mm on the non-coronary cusp (ncc) and approximately 6 mm on the left coronary cusp (lcc), but still appeared constrained. The valve was released and post-dilated with a 25 mm balloon. The frame expanded but still appeared somewhat under-expanded. A transesophageal echocardiogram (tee) indicated a tear of the anterior mitral valve leaflet. Mild-moderate paravalvular leak (pvl) was noted. A balloon pump was placed and the patient was transferred to the operating room for surgical replacement of the mitral valve and aortic valve. It was reported that the tear appeared to possibly originate from the distal end of the valve frame. It could not be determined if the valve edge caused the tear but there was no chordae interaction based upon visual inspection of the left ventricle. No further adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.